Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to power off during use at 10:30am (B)(6) 2016. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine after the start of the alleged issue. She claimed that 3 hours after the issue started, she developed symptoms of nausea and shaky. She reported that at 11am on (B)(6) 2016 she self-treated her symptoms with food and/or drink. She denied using any other device to check her blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Based on the information the patient provided, there was no trauma or misuse to the meter. The cca educated the patient on the meter's behavior and auto-shutoff and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged power issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients meter has been further evaluated by lifescan product analysis with the following findings: the investigation concluded that the subject meter would not turn on due to a power source issue; however, no product malfunction was identified. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.